Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. Please clarify the event: did the blade break off the device? Did the tissue pad detach from the device? Was intra-op or post-op care changed for the patient?: to date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic excision of endometriosis procedure, it was noted at the end of the procedure that a piece of the device had been detached from the device. This was retrieved and will be returned with the device for inspection. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.